Event description:
Pt underwent face lift with bilateral endotine placement. Pt developed an infection on left side with oral bacteria approximately one week post operatively. The wound was drained and pt placed on antibiotics. A few weeks later, wound continued to be infected and was explored. Left endotine was broken at the leash of the device. The leash portion was able to be easily removed, but the patient required surgery to remove the remainder of the endotine (teeth end). During surgery, the right endotine was also electively removed. Upon exploration, it too was found to be broken in the area where the sutures came through the leash in pre-perforated holes. All pieces from both devices are believed to be removed. The patient remains hospitalized at the time of this report. Per physician, this product is meant to slowly dissolve over one year. The physician has used this same product in other patients and has no experience of seeing them broken in a matter of weeks.